Manufacturer narrative:
The device was returned for evaluation. It was identified that the handpiece was inoperative due to a small piece of dirty water blocking coliform orifice; cooling system and coliform were cleaned in service centre, replacement parts were not required. The DHR documentation and service history summary were reviewed and no anomalies that could be associated with the complaint incident were observed. The DHR review has been deemed satisfactory. The complaint was verified as valid; coilform orifice was blocked by a small piece of dirty water, which was the cause of the complaint incident.

Event description:
The spd educator reported that a c2602 cusa excel 36khz straight handpiece water pump alarm was on. The date of the incident was not specified. Additional information received on (B)(6) 2019 indicated that there was a 30 minute delay noted. The problem was discovered before surgery but the patient was already prepped for the procedure. There was no known patient injury or consequence.